Manufacturer narrative:
Follow-up # 1 06/18/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/22/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or damage. The up and down arrow keypad buttons respond intermittently and require excessive force to activate. All other keypad buttons are normally responsive with normal spring back or click. The keypad was removed to investigate revealing visible contamination under the key contacts.

Event description:
It was reported that the up/down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.